Event description:
It was reported that difficulty removal occurred. After a carotid wallstent was placed, a 4.5mmx40mmx135cm sterling balloon catheter was advanced for post dilation. However, strong resistance was felt when inserting to the guide catheter and the same situation was observed when the balloon was removed and reinserted. The procedure was completed with a different device. There were no patient complications reported.